Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and topical skin adhesive was used. The patient came back to the office for a follow up visit on (B)(6) 2013 presenting with liquid filled blisters at the site of the topical skin adhesive. The physician removed the topical skin adhesive and told patient to apply topical silvadene. The patient was also given hydrocodone. No additional information known at this time.